Event description:
Caller reported that usb-c cable would not stay connected and seated into the tandem mobi charging pad, rendering the charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. The customer was advised to rely on a backup insulin pump for insulin deliveries while cts arranged to replace the damaged charging supplies with a two-day shipping plan.